Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2021-03062. All information can be found under that manufacturer report number 1314492-2021-03062. Should additional relevant information become available, a supplemental report will be submitted. Device was received for evaluation. The device was found out of specification in relation to the customer reported speaker issue, low volume sound which was reproduced. The reported condition was verified. Visual inspection determined to be detached speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker issue, low volume sound. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.